Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus found that the event was caused by a electrical/electronic component failure. The root cause of the electrical/electronic component failure could not be determined the event can be detected/prevented by following the instructions for use which state: the reported risk/harm are listed in powerseal IFU "18 if abnormalities occur". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error: the power did not turn on about 10 minutes after starting, and it was unable to seal. The issue occurred during a therapeutic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.